Event description:
It was reported by an attorney that the patient underwent rectocele repair surgery due to her pelvic organ prolapse on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2021. It was reported the patient experienced dyspareunia, pelvic and vaginal pain, infections, and difficulty walking. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 5/5/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.